Manufacturer narrative:
The calibration signals for cal1 and cal2 at the time of the event were acceptable. The sensor lot 21581848 installed on of (B)(6) 2018 and in use at the time of occurrence, had an install before date of (B)(6) 2018 , and should not have been used by the customer. As the issue has not reoccurred after replacement of the sensor chamber, this appeared to have been the cause. However, the investigation did not identify a product problem. The specific cause of the event could not be determined. Trending analysis for sensor lot 21581848 in use at the time of event does not show any issues.

Manufacturer narrative:
The service engineer changed the sensor chamber which appears to have resolved the issue. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 3 patient samples tested for glucose on a cobas b 221 system. Patient 1 initial glucose result was 1.55 mmol/l. The repeat result from a different b 221 system was 10.50 mmol/l. Patient 2 initial result was 1.02 mmol/l. The repeat result from the different b 221 system was 11.66 mmol/l. Patient 3 initial result was 1.39 mmol/l. The repeat result from the different b 221 system was 12.08 mmol/l. There was no allegation that an adverse event occurred. The glucose sensor lot number and expiration date were not provided. The sensor that was in use at the time of the event is no longer available. Prior to the event, the sensor was replaced on (B)(6) 2018. The customer also changed the sensor on either (B)(6) 2018 and repeated the 3 patient samples and the results were reproducible. Qc results were acceptable prior to the event, however, after the event, only 2 of 3 control levels passed. The qc that failed produced a "sample position error." On (B)(4) 2018 the field service engineer (fse) visited the customer site and changed the sensor.